Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "intermittent door not closed message". The evaluation found that the force required to secure the door was above expected levels. The door hooks were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had an "intermittent door not closed message". It was also reported that there was no patient involvement.